Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Instrument failure - the reamer seized up while reaming, despite all the precautions being taken.

Manufacturer narrative:
See d9, h3, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2025-00204; 804-06-310, s100 - functional, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.